Manufacturer narrative:
The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The affected device was returned with the outer shaft being retracted by about 11 mm. The stent has been partially released. The stent is deformed and has fractured in its distal portion. The distal stent fragment was not returned. The outer shaft is flared at its distal end and the distal stent stopper is deformed, indicating that the stent has been pulled in distal direction which was most likely a consequence of the partial stent release and induced during device withdrawal. The proximal portion of the outer shaft is well sliced. The proximal inner shaft portion is deformed, i.e. Compressed. Inspection of the handle revealed no damage or irregularity. In general, the findings indicate that the stent was blocked and pulled against the proximal stent stopper when the outer shaft was retracted. The blockage of the stent was most likely related to uncommonly high friction between the stent and the retractable outer shaft. The guidewire and the introducer sheath used in the intervention were not returned. Review of the production documentation verified that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be identified. The final root cause for the reported event could not be determined.

Event description:
The pulsar-18 peripheral self-expandable stent system was selected for treatment of a moderately calcified lesion (80 percent stenosis degree) in a moderately tortuous part of the ostial femoral artery. The device was delivered to the lesion, and they started to release the stent, but only half of the stent was released. During withdrawal the stent fractured, and it was decided to cut the vessel to remove the remaining part of the stent.